Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f exoseal vascular closure device (vcd) could not be deployed because the deployment button could not be pressed. Manual compression was used for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. The button was pressed when the window was black/black. The indicator window also showed red color during retraction. After removal from the patient, the plug remained attached to the device. The device was not deployed outside the patient. The exoseal vcd was used during an interventional procedure and was stored and prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device (vcd). The target femoral site had not been closed with any closure device or manual compression within the previous 30 days. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed because the deployment button could not be pressed. Manual compression was used for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. The button was pressed when the window was black/black. The indicator window also showed red color during retraction. After removal from the patient, the plug remained attached to the device. The device was not deployed outside the patient. The exoseal vcd was used during an interventional procedure and was stored and prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device (vcd). The target femoral site had not been closed with any closure device or manual compression within the previous 30 days. Other procedural details were requested but were not provided. The device will be returned for evaluation.